Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported sheath puncture remains unknown.

Event description:
When performing transseptal puncture, the needle pierced the sheath. The sheath was then replaced and the same needle was used to continue the procedure with no consequences to the patient.